Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that air water cylinder, suction cylinder had no color; forceps channel port, plug unit, plastic distal end cover, connecting tube, universal cord, objective lens have scratched; water tightness was lost due to damage to channel tube; foggy image occurred due to damage to objective lens; bending angle in right direction did not meet the standard value due to wear of angle wire; image guide protector had a cut; plastic distal end cover had a stain; bending tube was deformed; adhesive on bending section cover had cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope working channel perforated at the distal end. The device was returned for evaluation. During the device evaluation, foreign material was found in air water tube and in air water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.